Event description:
Procedure - turbt - started in usual fashion and camera was in use. Physician placed obturator sheath inside bladder. When physician inserted the loop into the obturator sheath, the white plastic cap attached to the end was pushed off and fell into the bladder. The cap was retrieved with graspers and instrument sent out for repair.